Event description:
The user mentioned that a urine sample had a negative blood result but there were 4+ rbc noted on the microscopic exam. She then reran the sample on the same analyzer one hour later and the blood result was 250 rbc per ul. The protein result was originally negative and repeated 100 mg per dl. The original results were not reported. The pt was not affected.

Manufacturer narrative:
The investigation revealed the cause for the result variation was unk and the original complaint was not duplicated. During repair evaluation, several loose pt strips were noted inside the analyzer. The analyzer and optics were cleaned. Set up, calibration and controls were run. The overall performance passed.